Manufacturer narrative:
This supplemental report was submitted to provide a correction to the initial report. This report has been confirmed to be a duplicate to report# 9610773-2023-01750 (patient identifier (B)(6). Please reference report# 96140773-2023-01750 for all event details and investigation results.

Manufacturer narrative:
No additional information was provided by the customer. A review of the manufacturing and quality records for the affected lot number was reviewed without detecting any non-conformities or deviations regarding the described issue. However, the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The central sterile supply department manager at the user facility reported that during an unspecified procedure, the high definition endoeye ii, autoclavable videoscope had a ¿green screen¿. No death, injury or impact to the patient has been reported.